Event description:
Hcp reported the pt underwent lead/connecting cable revision due to twisting, no infection. Pt developed infection subsequent to revision requiring explant of device. The infection was staph aureus, not meningitis. The signs and symptoms of the infection were redness, swelling, drainage, pain and incisional wound opening. The primary location of the infection was the device pocket and the lead track. Cultures were obtained. The pt was treated with both IV and oral antibiotics. The infection resolved. The device was explanted but not returned to the MFR for analysis. A follow-up report will be sent if add'l info is received.